Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure, was working fine and then they received a error code 5. They rebooted and reattached the handle. The scissor part broke and came off. The case was completed using a bi-polar competitor device to complete the case. No patient consequence was reported.